Event description:
The sales rep reported that the customer has experienced instances when the elite probe is very hard to remove from the cannula. During recent biopsies, the drs have struggled to remove the needle from the cannula when inserted in the patient's breast. During one biopsy, while the radiologist was removing the probe from the cannula, he stuck himself with the needle. He applied add'l force for removal; the needle came out and then stuck his hand holding the cannula.

Manufacturer narrative:
(B)(4). Investigation summary: 4 mep13 probes from the same lot (f11349302d1) were returned from the customer in new condition in sealed packaging for eval. Each probe was analyzed by engineering and found to be conforming devices. The specific device used in the procedure was not returned for eval, therefore, confirmation of the specific event could not be confirmed. The production record for this lot was also reviewed and nothing was observed that may have contributed to this event. Production occurred without incident. The possible cause of the reported event could be a result of the probe needle being slightly twisted inside the cannula during removal of the probe. The needle shaft and cannula are oval shaped. With this shape, both components need to line up properly before removing the needle from the cannula. Failure to do this can cause the cannula to hang up on needle, preventing it from being easily removed. A review of complaint data was performed and there was one similar event previously reported for mep13 in (B)(4) 2012. A medwatch was also submitted for this event (3008492462-2012-0038). In both cases, it is likely the user unintentionally twisted the probe needle upon removal, causing the cannula to stick or hang up, and thus preventing an easy removal of the cannula. User followup: the sales rep followed up with the user regarding the reported injury. The user reported that the injury was superficial and was treated by cleaning and disinfecting the area and applying a small bandage. No further treatment was required and the user has had no further issues as a result.